Event description:
It was reported the patient had been septic "causing organs/systems to shut down." There was no concern from the medical staff that the sepsis was device related. The patient coded and the physician observed pacing spikes during this time. The patient died and an autopsy was performed. Additional information provided by the forensic pathologist stated the cause of death was sudden death associated with congenital av block. There is no allegation from a health care professional that the death is device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. Evaluation summary: no anomalies found; full lead returned and analyzed. No anomalies found it was reported the patient had been septic "causing organs/systems to shut down." There was no concern from the medical staff that the sepsis was device related. The patient coded and the physician observed pacing spikes during this time. The patient died and an autopsy was performed. Additional information provided by the forensic pathologist stated the cause of death was sudden death associated with congenital av block. There is no allegation from a health care professional that the death is device related. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications no conclusion can be drawn.